Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pacu drawer 5 main has hardware failure. A field service engineer performed general preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 5 main has hardware failure. The customer reported that this malfunction occured during despensing medication to the patient and that caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.